Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe iesu generator. The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis. The iesu was analyzed, and the reported issue was confirmed and reproduced. The iesu unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the monopolar energy was not working on the erbe integrated electro surgical unit (iesu) generator and error c-01 was observed. The customer tried two different instruments and both monopolar ports with no change. The customer informed the bipolar was working normally. The customer informed the monopolar worked for a second or two then the erbe iesu would fault with the c-01 error. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. The system did initially power on without errors. The technical support was contacted for troubleshooting and full troubleshooting was completed. The procedure was completed without use of the bipolar forceps. The surgeon used a regular cautery unit.